Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that pressing the power button does not turn on the one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue started on (B) (6) in the afternoon. She said that a few hours after the issue started she was feeling weak, felt a lack of oxygen, and was waking in sweats. She said she continued to take her normal doses of insulin and takes a form of 70/30 insulin. She did not say how much she takes. She denied receiving any treatment. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter turns on when inserting a new test strip but not when pressing the power button. Although details of the incident are unclear this complaint is being reported because the pt said the power button did not function on the meter and she may have subsequently suffered symptoms that may have been indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.